Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed but not reproduced during product evaluation. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb and u65 were replaced as a precaution. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with failure code 403:317:871:0000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.